Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient experienced elevated blood glucose (bg) of 480mg/dl with extreme thirst and extreme urination associated with a repeated loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter noted that the pump had emitted loss of prime warnings three or more times and that the cartridge had not been changed since the issue began. The reporter confirmed that rewind, load, and prime steps were completed appropriately with cartridge changes. The reporter also confirmed that the cartridge cap was secure and the cartridges were being used per the instructions for use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with recurring loss of primes related to a cartridge issue.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications. The complaint could not be confirmed or duplicated on investigation. Inspection of incoming lot was performed, and no defects were found.